Event description:
Customer reported that the insulin pump went into threshold suspend while being in bed. Customer stated her blood glucose normally goes low at night but not as low as the sensor shows. Customer stated that the sensor was reading 60 mg/dl but her blood glucose was between 80 and 90 mg/dl. Current blood glucose is unknown but sensor was reading 134 mg/dl. Customer stated that she was given recommendations about how to sleep and positioning and pressure being applied on sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.